Event description:
The manufacturer received information alleging the unit not able to charge when placed on charging because no indication shows the unit is on charged. There was no harm or injury reported. Initial indication was that device¿s cannot power on with ac or dc. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.